Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced a break in aseptic technique which resulted in peritonitis manifested by cloudy fluid, not feeling well, abdominal pain, and increased fibrin. The breach was further described as the patient line fell on the floor and the patient reconnected it. The patient was not hospitalized for the event. The patient was treated with vancomycin (2gm, intraperitoneally, every fifth day for 21 days) and ceftazidime (dose not reported for 4 days, dose and route not reported). At the time of this report, the patient had recovered from the peritonitis, was feeling good, and the effluent was clear. The patient was retrained in aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: describe event or problem, brand name, common device name, MFR name, city, and state, model #/lot #, concomitant medical products, manufacturer site and PMA#. The event was clarified as the patient disconnected the patient line, the patient line from the cassette fell. The patient picked it up and placed a new minicap and let it sit for a while to "sterilize" it. Then the patient reconnected it to the catheter. Should additional relevant information become available, a supplemental report will be submitted.